Event description:
Product analysis for this generator was approved on (B)(6) 2012. Pa results indicated that the device was returned at settings indicative of a faulted system diagnostic test. It is unknown when the event occurred.

Manufacturer narrative:
Review of programming history.

Event description:
Additional programming history was reviewed on (B)(6) 2013 showing no recent or interrupted diagnostics. The event likely occurred on the date of explant.

Manufacturer narrative:
Product analysis review.